Event description:
It was reported that the ventilator shut down twice while connected to the patient. There was no audible alarm when the ventilator shut down the second time. No patient harm reported.